Manufacturer narrative:
(B)(4). Concomitant medical products: 51-107120 ¿ taperlock 133 mp ¿ unknown lot; 650-1057 ¿ ceramic bioloxd option head ¿ unk lot; unknown item ¿ g7 e1 liner ¿ unknown lot; 650-1065 ¿ ceramic option type 1 taper sleeve ¿ unknown lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -05340; 0001825034 -2018 -05341; 0001825034 -2018 -05343; 0001825034 -2018 -05344.

Event description:
It was reported patient underwent intraarticular injection approximately 1 year post initial left total hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.